Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer treated with insulin pump. The customer also reported getting inaccurate sensor glucose readings with the transmitter. Customer stated that the insulin pump was on suspension all day due to transmitter not working. Customer declined troubleshooting. No products will be returned.